Event description:
A nurse reported that following intraocular lens (iol) implant surgery, two pts were not happy with their outcome and had the iols exchanged with a different model lens. Additional info has been requested. There are two medical device reports with this event. This report is for the first pt.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. No root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. (B)(4).